Manufacturer narrative:
An authorized service provider (asp) was dispatched onsite, and upon arrival, the asp replaced the central processing unit (cpu) tray cover, base assembly, and adapter plate. The asp successfully completed all test and verification (t&v) and confirmed that the device was stable and secured on the stand. The investigation concludes that no further action is required at this time. If additional information is received, the complaint file will be reopened.

Event description:
Philips received a complaint by the customer on the v60 indicating that the device was not secured to the stand. It was reported that there was no patient involvement at the time the issue was discovered. No patient or user harm was reported. The customer called technical support to report that the device was not secured to the stand. Per good faith effort (gfe) response received 11apr2025, the customer stated that the anchor point inside the device had become detached. This investigation is ongoing.